Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 23-mar-2016 via a news article. It refers to herself, who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she had a hysterectomy to treat essure side effects. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had a hysterectomy to treat essure (fallopian tube occlusion insert) side effects. This event was considered serious due to its medical importance and is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer related the performed surgery to essure; however neither the side effects she experienced were specified nor was the exact medical reason for this surgery provided. Although limited information is available, it cannot be excluded that hysterectomy occurred as a consequence of essure therapy. Therefore, this case was regarded as incident. A product technical analysis is being sought. No active follow-up will be pursued, since this case was received via news article.